Manufacturer narrative:
Insulin pump received with motor error alarm due to a broken motor slide pad switch. A detached end cap, cracked case, cracked reservoir tube, cracked reservoir tube lip, broken belt clip slot and a scratched display window was also noted.

Event description:
It was reported that the insulin pump alarmed motor error. The blood glucose reading is high. The blood glucose reading is 400 mg/dl. Customer treated with manual injection. The drive support cap is protruded. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.